Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the event occur during one or multiple patient procedures? If this event occurred in multiple procedures, please provide the following information: what is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? What is the quantity involved per procedure? Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The tip of the needle came off while suturing the patient. Additional information was provided.